Manufacturer narrative:
(B)(4). The device was returned for analysis. The advancer, handshake connection, coil, and sheath were microscopically and visually examined. The advancer unit and burr devices were received attached together as a single unit. The advancer knob was received tightened in a backward position. The burr was detached from the coiled shaft. The separated end of the coil was stretched, which indicates removal force may have contributed to the separation. The burr was not received for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that removal difficulties occurred and the burr became detached. The target lesion was located in the right coronary artery. A 1.25mm rotalink plus was selected for use. During withdrawal, it was noted that the burr became stuck on a non-bsc vascular hemostasis valve. In addition, the tip of the burr was stripped off and became embedded in the non-bsc hemostasis valve. The broken portion of the burr was removed from the body and the procedure was completed. No patient complications reported and the patient's status was fine.